Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an interventional study. The procedure was completed as planed as the leak was minor without any harm to the patient. The philips remote service engineer checked the system remotely and confirmed that the system leaked some oil on the patient. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and was informed by the customer that the oil leakage occurred in the midway of the procedure and it occurred while the patient was on the table and they wiped off the oil to continue the procedure. The philips field service engineer (fse) checked the system on-site and found the machine was completely dry, inspected the tube and detector enclosures, as well as the rear of the c-arc¿no oil or signs of leakage were found, oil pressure and oil level in the e cabinet were checked and found to be within normal range and confirmed no leakage. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned using the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system leaked some oil on the patient when lying on the table. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.